Manufacturer narrative:
A visual inspection was performed on the returned device. The reported inner member damage (bunching) and inner member break were confirmed. The reported difficulty to advance could not be confirmed due to the condition the device was received for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty to advance on the guide wire could not be determined. The reported information and the observations from the returned analysis, the investigation determined that the reported inner member damage and break appear to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right anterior tibial artery. The 3.0x38mm esprit btk system was attempted to be advanced over a non-abbott 0.014 guide wire however the system would not advance. The esprit was removed and the guide wire was re-wetted and another attempt was made to advance the esprit however it again would not advance over the guide wire. The inner member was bunched and separated inside the outer member. The procedure was completed using balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.